Event description:
A complaint was received from a customer that reported the elite system would turn off after inserting test strip. They stated at one time the word off appeared on the screen. While on the phone a review of the system was conducted. It was learned that the "hundreds unit" was not completely displayed. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.